Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the rental bed was returned with the power cord pulled out. Dealer stated exposed wires.